Manufacturer narrative:
(B)(4) was not coded previously for the por. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that steps taken to resolve the loss of stimulation included a reset being performed the center of the installed battery/stimulator was determined. It was noted that the loss of stimulation had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they were experiencing a loss of stimulation six days prior to the date of this report. The patient stated that they had no stimulation in the normal pain coverage areas. It was noted the change of therapy was sudden and due to a power on reset (por). Indications for use are non-malignant pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.